Manufacturer narrative:
The safety side rails are an integral part of the enterprise 9000x bed frame. This bed has four side rails, two on each side of the bed. Following the information received, the arjo service technician found that the pivot pin of the side rail was missing, causing the side panel to detach from the bed frame. The circumstances in which the safety rail was damaged are unknown. The device was repaired. The instructions for use for enterprise 9000x (IFU, 746-591-en) include a preventive maintenance activity to be performed daily by the caregiver: "check operation of split side rails". Based on the information received, the exact cause of the reported safety side rail failure could not be determined. Arjo device failed to meet its performance specification since the side rail panel detached partially from the side rail mechanism. The complaint was assessed as reportable due to the partial side rail detachment (pivot pin missing). There was no allegation of any patient involvement. No injury was reported.

Event description:
Arjo received a customer complaint for enterprise 9000x bed. Following the information provided enterprise 9000x bed was found with damaged side rail. Based on the information received from an arjo service technician, the side rail detached partially from the bed frame due to a missing pivot pin. No patient involvement was reported. No injuries occurred.